Event description:
A vigorous air leak was found in a chest tube due to staff using the plastic chest tube clamps on the product. The product does not come with clamps that are compatible/safe to use with its tubing. Clamping chest tubes is a common procedure. The staff suggested the manufacturer should supply this in their kit rather than allowing healthcare workers to use whatever devices they have on hand. Another suggestion was to put a large warning on the package label warning users to only use a specific type of clamp with their product. The hospital purchased metal clamps with a surface that does not destroy the integrity of the chest tubing in order to prevent future similar events.====================== health professional's impression======================the staff was unaware that a specific type of clamp is needed with this product. The clamps used made a hole in the chest tube and consequently an air leak.